Event description:
It was reported, "jam nut torque wrench adaptor would not slot into the torque wrench as part of the hex mechanism was rotated in relation to rest of hex. Made it difficult to torque scorpio ts components properly. Another item was used instead and case completed as originally planed without any medical intervention or delay."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.